Event description:
Allegedly the patient was suffering from mom complications. (Left). Additional information received from litigation on 03/22/2018. Allegedly the patient was revised due to the following mom complications: pain; corrosion at both head/neck trunnion and neck/stem pocket with clear yellowish synovial fluids.